Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with defibrillation electrodes. The customer states the pt received a burn to the chest wall under the defib pad. The pt received 200 jolts during a synchronized cardioversion which left a 1.5" blackened burn to the chest wall under the defib area. The customer states there was a burnt flesh smell and that the burn followed the outline of the wire in the middle of the pad after electric arcing.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.